Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into an off-label insertion site, on (B)(6) 2025. According to the patient, on (B)(6) 2025, around midnight, the cgm gave an alert for a cgm of 55mg/dl. She immediately went to the kitchen and grabbed a soda. The cgm then went down to 43 mg/dl. When the patient performed a fingerstick the bg was 354 mg/dl. She tried calibrating but cgm values wouldn't align to the bg reading. She also started feeling lightheaded, so she called 911. The emts came and measured her bg which was at 403mg/dl while the cgm was 43 mg/dl. She was given IV fluids then taken to the hospital. At the hospital, tests were performed and the bg was 384 mg/dl. She patient was given IV fluids and went under observation for more than 24hrs. The patient was discharged by 5:00 am on (B)(6) 2025. At the time of the report, she was feeling better but tired. Per medical review, this is an adverse event because the patient had IV medical intervention for symptomatic hyperglycemia after low bias inaccuracy directly impacted treatment decisions. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values after drinking soda fall within the d zone of the parkes error grid. The reported glucose values with emt fall within the d zone of the parkes error grid. There was not a complete set of reported glucose values available from the hospital to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.